Manufacturer narrative:
It was reported that during a surgery one of the devices ar-200m (sn: (B)(6)) and ar-300b (sn: (B)(6)) got hot and it is unclear which of the two devices is responsible for the overheating. It was confirmed that the error occurred during a medializing calcaneal osteotomy (mco) surgery on the (B)(6) 2023. The high-speed handle was affected and got hot. According to the manufacturer evaluation, the attachment was operated with an ar-200. It was discovered that the ball bearings are not running properly. A clear running noise can be heard. A fall on the floor can create such failure. Afterwards the attachment was operated continuously at 15,000 rpm for 10 minutes. First with a series engine (warming up normal) and then with the ar-200m (B)(4). A slightly higher temperature was found, but this cannot be described as hot. In addition, it was operated with a milling cutter under load (sawbone 40) for 10 minutes. Warming has also been detected here, which is still within limits. Therefore, the reported event of overheating cannot be confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery one of the devices ar-200m (sn: (B)(6) ) and ar-300b (sn: (B)(6) ) got hot and it is unclear which of the two devices is responsible for the overheating. There was no harm for patient, operator or third party reported. No further information received. Update avoe 27-nov-2023: it was confirmed that the error occurred during a medializing calcaneal osteotomy (mco) surgery on the (B)(6) 2023. The high speed handle was affected and got hot. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different devices (chisel and hammer/saw). It was not necessary to switch the surgical technique or do a second surgery.